Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the tubing connector unclipped from the infusion set housing. The blood glucose level was high, and the patient was treated with correction injection via mdi. The patient resolved issue by reconnecting the tubing to infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011449 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011449 was manufactured according to the work instruction (wi) version 120 in the line inset 6, on 28/jan/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4h04829 was manufactured according to the form version 65.0 and manufactured in the machine 5c04, on 02-sep-2024, with a total of (B)(4) units. The lot 4h04549 was manufactured according to the form version 65.0 and manufactured in the machine 5c03, on 30-aug-2024, with a total of (B)(4) units. The lot 5a05974 was manufactured according to the form version 66.0 and manufactured in the machine 5c04, on 26-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post-market surveillance activities.

Event description:
To date no additional patient or event details have been received.